Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. Based on the information provided and without the product to examine, a definitive cause for the reported difficulties cannot be determined; however there is no indication to suggest a product quality issue with respect to manufacture, design or labeling and the treatment appears to be related to the operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending artery with moderate tortuosity and moderate calcification. A 2.75x33 mm xience xpedition rx stent delivery system (sds) was advanced with resistance toward the target lesion and it was noted that the stent dislodged from the balloon. Resistance was noted with the patient anatomy. The stent was retrieved from the patient anatomy using a snare. The lesion was ultimately treated using angioplasty. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.